Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the device needs a new therapy pcb assembly. A replacement for this part is no longer available due to part obsolescence. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device is not charging to the selected 300 joules energy level and is also very slow to complete a charge at other energy levels. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient involvement in this event.